Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. There was no patient harm. After troubleshooting, the service engineer found that the breathing control printed circuit board (pcb) was defective and replaced it. The ventilator was cleared for clinical use after passed functional tests. The evaluation of received device logs confirms the reported technical errors and stop of ventilation on november 05, 2021, the reported date of event. The communication error appears three more times after start-up. An accompanying clarifying message indicates a hardware problem with the control pcb. The conclusion is that the control pcb was defective, which caused the reported problem. As the pcb has not been received for investigation, the root cause cannot be determined. The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. There was no patient harm. Manufacturer ref. #: (B)(4).